Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having symptoms of pain, tingling, and numbness on the left side of the face, left arm, and both hands. The physician did not think that symptoms were device nor procedure related. The patient underwent removal of the lead.